Event description:
Plastic cartridge on anteriovenous bloodline cracked approxmately 2 hrs into treatment at the solder joint between the cartridge and the transducer. Estimated blood loss was less than 100 cc.